Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve, the esheath was inserted into the patient without problem but resistance was felt when advancing the commander delivery system with the valve through the distal end of the sheath. The valve was deployed without issue. After removal, assessment of the sheath showed that the distal tip was torn. The sheath was flushed and expanded with the expansion tool according to the IFU. The patient did not suffer any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. Update to d9 and h3. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection identified that the liner was fully expanded as designed and the distal tip was open but torn. All score lines (axial, slanted, and radial) at the distal tip were present. Imagery provided with the evaluation demonstrated a torn distal tip. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the evaluation of the returned device and imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.